Event description:
Information was received regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 500mcg/ml at a dose of 197.06mcg/day. The pump's indication for use was listed as intractable spasticity and stroke. The patient had gone into the clinic (B)(6) 2016 for a refill and the pump was empty. It was further reported that the low reservoir alarm had occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. No patient symptoms were reported. The patient was being monitored. Additional information indicated that the patient's medical history included left middle cerebral artery stroke with right hemiparesis, hypertension, spinal stenosis, back pain, significant hip flexion and adduction and knee flexion contracture of the right lower extremity, and bilateral leg edema. At the time of the event the patient was also taking the following medications: advair diskus 250-50mcg, one puff twice daily, lipitor 40mg tablet by mouth at bedtime, baclofen 20mg tablet by mouth every 8 hours, losartan potassium 50mg tablet by mouth daily, clotrimazole-betamethasone 1-0.05% cream to affected areas twice per day, albuterol sulfate 0.63mg/3ml nebulizer four times daily as needed, amlodipine besylate 10mg tablet by mouth daily, proair hfa 108mcg/act aers 2 puffs every 6 hours as needed, montelukast sodium 10mg tablet by mouth daily, fluticasone propionate 50mcg/act susp 1 spray each nostril twice daily, miralax powder 1 capful by mouth in water or juice daily, potassium chloride crys ER 20meq tablet by mouth daily, oxycodone 5mg tablet by mouth every 4 hours as needed for pain, botox 100unit solr for injection into the right fdp (50u) and fds (50u) muscl es, furosemide 20mg tablet by mouth daily, gabapentin 300mg capsule by mouth at bedtime, klor-con 10meq tablet by mouth daily. The patient also had orders for compression stockings dueto bilateral leg edema. On (B)(6) 2016, the patient was called at home to come in as soon as possible for a pump refill once discovering patient missed her refill date on (B)(6) 2016. The patient reported that she came in for her appointment late and was told to reschedule for (B)(6) 2016 by the front desk. The patient's initial appointment was as follow up instead of pump refill which initiated the rescheduling. The refill was the first with this provider. The patient's pump was empty and the critical alarm had been going off since (B)(6) 2016. A wheelchair accessible van was arranged for the patient to come in immediately. The patient arrived and the intrathecal baclofen pump was filled. The patient was reported to be asymptomatic; however reported feeling tight in lower extremities. The physical assessment indicated that the tone was as follows: "r mcp's mas 3 (more marked increase in tone but affected part easily flexed), elbow flexion mas 3 (more marked increase in tone but affected part easily flexed) and entire r leg mas 4 (considerable increase in tone; passive movement difficult)." The patient reported a change in the level/severity of spasticity with occasional spontaneous spasms and easily induced spasms. There were no changes in medication or medical status since last visit and no side effects from medication. The pump was interrogated and found to be empty. The pump was refilled and the dose of 197.06mcg daily was continued. The patient tolerated the pump refill well. The next refill was (B)(6) 2016. There was no device, patient/therapy or procedure issue. The pump alarm issue was resolved. At the time of refill the patient was not experiencing any pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.